Event description:
The customer reported that the system was producing a filament and precharge errors on control panel and a voltage error. No pt involvement. The problem occurred during boot sequence. No pt injury was reported.